Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse checked the system and found no issues. Clinical territory associate (cta) had resolved the issue earlier in the day by reseating the blue fiber cable on surgeon side console (ssc). This turned the led from red to blue and resolved all issues. The system is ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system error: error code 45308: high resolution stereo viewer (hrsv) video output lost on ssc in the right eye. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) lost the right eye video. Technical support engineer (tse) assisted the customer with power cycling the system and performing a hard power cycle of the ssc, but that did not resolve the issue. The customer opted to continue using the da vinci with only left eye vision to complete this procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.